Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The customer has performed tests and verifications indicating that the sensor is defective. The customer has requested a part replacement. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the avalon us transducer indicating that the sensor does not give the correct values. It is unknown if the device was in clinical use at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The customer has performed tests and verifications indicating that the sensor is defective. The customer requested a part replacement. Part number 453564833131avc av us c-xdr was shipped to the customer to resolve the issue.